Event description:
It was reported that while in the cardiac cath lab the intra-aortic balloon (iab) was prepped and the md inserted the sheath into the patients' left femoral artery. While inserting the iab through the sheath, the iab became stuck in the sheath. At this time, the md removed the iab from the sheath and inserted a zeon iab through the existing sheath without difficulty. There was no reported patient death or injury. Medical/surgical intervention was not required. It is unknown if there was a delay in therapy. There were no reported patient complications. The patient outcome is "good."

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.